Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: the pump was returned with no evidence of physical damage in or around the battery compartment. No physical damage was found on the battery compartment threads. The complaint could not be confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.